Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was prepped per the instruction for use (IFU) and was advanced into the left atrium (la). When the dilator was removed from the sgc, a loss of fluid column occurred. Aspiration was performed, but the sgc was still unable to hold column; therefore, the sgc was removed and replaced. One clip was successfully implanted, reducing mr to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided a conclusive cause for the reported loss of fluid column during procedure cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na